Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was disconnected for a few hours while swimming on (B)(6) 2025, when reconnecting, the adhesive had come off due to water exposure. The patient did not notice the site was not properly attached to skin. On (B)(6) 2025, patient was admitted to hospital and not feeling well also experienced vomiting at the time of event the patient got treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-13738), was submitted on 17-sep-2025. Upon completion of the investigation, the manufacturing date was updated as 04-jul-2024 additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007996, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 13-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6007996. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6007996 was manufactured according to the work instruction (wi) version 115 and manufactured in the line 06 on 04-jul-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the reference sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: - (wi) guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and - (wi) guidance for functional flow testing for complaints area version 2: 5/10 reference samples were not able to be tested for flow and leak due to the samples were used in a special investigation under corrective and preventive action (CAPA) 1999254. - (wi) guidance for functional leak testing for complaints area version 2: 5/10 reference samples were not able to be tested for flow and leak due to the samples were used in a special investigation under corrective and preventive action (CAPA) 1999254. For the code adhesive patch accidentally detaches from site (e.g., ripped out, caught on door handle, pulled by a pet, excessive sweating, prolonged contact with water, unattached during sleep or similar movement, etc.) Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.